Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Pump was sent off for testing after explant and was never returned. The cause of the infection was unknown. The instructions for use of the device states that pump pocket infection is a known possible risk of use of the device. (B)(4).

Event description:
Agent contacted technical solutions to report a pump replacement. Later communication confirmed that the patient had gone to a hospital with fever and severe pain around their pump. The patient was diagnosed with a pump pocket infection. The patient was admitted overnight in the hospital for antibiotic treatment. The pump was later explanted. The cause of the infection was unknown.